Event description:
Customer reports that while priming, numbers only reached a certain point on insulin pump and a motor error was received. Customer's blood glucose was 494 mg/dl, which was treated with 25 units of insulin. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.